Manufacturer narrative:
Failure analysis for fiber 0010-2400-550a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that, at 15,000 joules and 3 minutes, while using a surgical fiber during a prostate, no aiming beam was visible. The fiber was replaced, and the procedure continued until at 197,141 joules and 27:57 minutes of use, no aiming beam was visible on the second surgical fiber. The fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.